Manufacturer narrative:
Catheter model # 8709sc lot #n175535002 implanted on: (B)(6) 2008 explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at the last refill appointment, the health care provider was unable to fill due to the pump was flipped. There were no symptoms reported. At the revision, an extension of pocket and re-suture to fascia was done. It was reported that the patient was doing well. The pump used to deliver baclofen.